Manufacturer narrative:
Section a4: correction. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4) the pump was returned assembled with the driveline (dl) cut 0.25¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned detached from the pump¿s outlet port; however, the outflow graft attachment was not returned. The sealed outflow graft bend relief collar was not returned. Upon disassembly of (B)(4), a soft, tissue-like deposition was found situated adjacent to the outlet bearing ball. The thrombus lacked laminated layering, suggesting that it did not initially develop in the outlet stator; however, its specific origin could not be determined. The thrombus was not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that it was not present in the pump for a prolonged period of time. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was suspected device thrombus. Patient was admitted with elevated ldh and was put on IV heparin. Patient was then transplanted on (B)(6) 2019.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Approximate age of device - 1 year & 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was transplanted on (B)(6) 2019. The patient was upgraded on the transplant list due to multiple admissions for elevated lactate dehydrogenase (ldh). The pump will be returned for evaluation. No further information was provided.